Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to high out of range impedance of greater than 2500 ohms and failure to capture. The cause of high impedance and failure to capture is unknown. Customer performed psa testing to confirm the reported allegations. A new lead was successfully implanted. No additional adverse patient effects were reported.